Event description:
It was reported that during preparation, the promus was removed from the hoop, and a thread-like material was observed, which appeared to be crimped on the balloon. The device was not used, and another promus was used to complete the procedure. There was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the balloon, which suggests the stent delivery system (sds) was handled at some point. The undamaged stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that a fiber strand was under the first row of distal stent struts. The balloon was inflated to deploy the stent implant and remove the fiber strand. Chemical analysis noted that the grey fiber was similar to representative types of cellulose fibers (e.g. Cotton ball fiber, cardboard fiber, kimwipe fiber, and lens cleaner fiber) but could not determine the origin. These types of fibers may be present in both manufacturing and the account. However, the reported information stated that the foreign material was noticed during preparation, suggesting that the fiber did not originate from manufacturing. Additionally, product analysis noted the strand was under the first row of distal struts only, thus it is most likely that the fiber came into contact with the sds as a result of handling during preparation. Since all sds are inspected for stent and balloon contamination and damage throughout the manufacturing process, including the point where the protective sheath is placed over the crimped stent, this suggests a manufacturing deficiency did not contribute to the difficulties experienced. The foreign material appears to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents for contamination reported for this lot. All sds are inspected for stent and balloon contamination throughout the manufacturing process, including the point where the protective sheath is place over the crimped stent. This type of reported event will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.